Event description:
Related manufacturer reference number: 2017865-2019-05243. It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, non-sustained oversensing episodes were noted on the right ventricular lead. It was suspected the oversensing was due to noise or myopotential oversensing. The programming changes were discussed. No intervention was performed as the patient wasn't seen in clinic to confirm myopotentials. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, non-sustained oversensing episodes were noted on the right ventricular lead. Programming changes were discussed. No additional information was reported.